Event description:
It was reported that during repair, an unknown liquid was found inside the device. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and the liquid was found. A chemical analysis is being conducted on the fluid. Repairs were made to the device and it was returned to the customer. The investigation is ongoing and this report will be updated if the investigation requires.